Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. On january 02, 2026, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the instrument was inspected prior to use with no defects noted, and no issues occurred during the surgical procedure. There were no problems with grip function or wrist movement. Cables were observed protruding only after central processing, and the affected cable was silver.